Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the bands overlapped and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.

Manufacturer narrative:
(B)(6). (B)(4).